Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy due to lead noise. Review of the electrograms and diagnostics revealed the lead was broken. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.